Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil did break') and pelvic pain ('chronic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibroids. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed ¿ interpreted as general abnormal bleed / heavy bleeding/abnormal bleeding (general),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (both sides of coils + 1 tube,unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Lot number: 508015, manufacturing date:2005/04, expiration date:2007/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil did break') and pelvic pain ('chronic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, fibroids, cephalgia, sinus disorder, general body pain, fever, cough, pain in hip, arthritis, prolapsed lumbar disc, shoulder operation, headache, neck pain, chronic lumbago, pelvic pain female, elevated liver enzymes, nausea, gastroenteritis and colitis. Previously administered products included for an unreported indication: ketorolac, hydrocodone-acetaminophen, ibuprofen, orphenadrine, acetaminophen (tylenol) and butalbital-acetaminophen- caffeine. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed ¿ interpreted as general abnormal bleed / heavy bleeding/abnormal bleeding (general),"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), anaemia ("anemia"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (both sides of coils + 1 tube,unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, back pain, heavy menstrual bleeding, intermenstrual bleeding, anaemia, fatigue and vaginal haemorrhage outcome was unknown and the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2005(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Lot number: 508015 manufacturing date:2005/04, expiration date:2007/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received: rcc was added. Marked significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('coil did break') and pelvic pain ('chronic pain/ pain'). In an adult female patient who had essure (ess205) (batch no. 508015), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea, fibroids, cephalgia, sinus disorder, general body pain, fever, cough, pain in hip, arthritis, prolapsed cervical disc, shoulder operation, headache, neck pain, chronic lumbago, pelvic pain female, elevated liver enzymes, nausea, gastroenteritis and colitis. Previously administered products included, for an unreported indication: ketorolac, hydrocodone-acetaminophen, ibuprofen, orphenadrine, acetaminophen (tylenol) and butalbital-acetaminophen- caffeine. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed interpreted as general abnormal bleed/heavy bleeding/abnormal bleeding (general)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), anaemia ("anemia"), fatigue ("fatigue"). And vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (both sides of coils + 1 tube, unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, back pain, menorrhagia, metrorrhagia, anaemia, fatigue and vaginal haemorrhage outcome was unknown. And the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2006, total bilateral occlusion. Lot number#: 508015, manufacturing date: 2005/04, expiration date: 2007/03, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs and mr received: event: vaginal hemorrhage, onset date of event "dysmenorrhea", medical history, reporter information were added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil did break') and pelvic pain ('chronic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibroids. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed ¿ interpreted as general abnormal bleed / heavy bleeding/abnormal bleeding (general),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (both sides of coils + 1 tube,unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Lot number: 508015, manufacturing date:2005/04, expiration date:2007/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received-case updated to serious from non serious, serious event added-device breakage, date of removal added, reporter added, medical history added. On 27-jul-2020: pfs received-outcome of the event dysmenorrhea, genital bleeding,pelvic pain added. Fu 6 and 7 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.